Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.5/+0.5/004 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting; refractive surprise and significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was exchanged with a same length but spherical lens and this resolved the problem. The cause of the event was reported as the device and noted "the surgeon suspected that the lens was with the wrong label".

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic broken, and the returned lens is not the size stated in the claim. Dimensional and functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).